Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and boot was performed and passed. A receiver download was performed and no issues were found. The receiver case was opened, an interior visual inspection was performed and passed. The confirmation of the complaint could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.